Manufacturer narrative:
Results: siderail panel.

Event description:
It was reported by service report that the siderail panel was missing. It is unk if there was pt involvement or if there are adverse consequences to report.